Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device was returned with no telemetry thus no memory download was performed. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at the last check six months ago this implantable cardioverter defibrillator (ICD) showed eight to nine years battery life. At the most recent follow up it was noted that the device battery was dead. It was noted that a magnet was used as well as two programmers and the device was also checked with two wands with no response from the device. The device was explanted and will be returned. No additional adverse patient effects were reported.